Event description:
Pt was hooked up to 5 fu infusion to run over 4 days. -total of 8 grams in a baxter 250 ml bag. Pt noticed feeling of wetness around 1800 and opened the pouch and discovered a leak from the bag per pt. Cleaned up in shower w/soap and water and called triage rn for assistance.